Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it has been discarded per the hospital. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. The risk of av disruption occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. Av dissociation is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. Based on the information received the clinical observation cannot be confirmed and the root cause cannot be determined; however, patient factors including friable tissue and heavy calcification likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 25mm mitral valve was explanted at implant. Through follow up with the customer it was reported that the valve was explanted because it was too big for the patient. Further investigation revealed that the valve was explanted at implant due to atrioventricular (av) disruption. The explanted device was replaced with a 23mm bioprosthetic valve. Through follow up with the healthcare provider it was learned that the surgeon first attempted to repair the mitral valve. Due to the heavy calcification and the small size of the orifice, the surgeon felt that a simple alfieri stitch would be sufficient. The valve was tested and there appeared to be even more regurgitation than initially tested. The alfieri stitch was removed and the surgeon tried to repair a simple slit between p1 and p2, which also did not control the leakage. The surgeon then decided to replace the mitral valve. It was reported that the opening would not allow a 24mm valve to get in, so the anterior leaflet was completely excised and all of the mobile portion of the posterior leaflet was excised which uncovered a heavily calcified av groove with calcium extending along the posterior wall of the left ventricle. A 25mm mitral valve was then implanted. Tee revealed that the valve was wobbly and essentially the posterior attachment of the valve was not steady and there were several areas of perivalvular leak. Sutures were placed where the valve appeared to be leaking then repeat tee showed that the valve had minimal perivalvular leak and appeared to be relatively stable. While rewarming, the patient had excessive bleeding was coming from the back of the heart. It was suspected that "dealing with left atrial to left ventricular disruption and the patient then went back on cpb for a third time." The exploration from the outside of the heart disclosed that there was a tear at the base of the left atrial appendage. Appendage was covered with a piece of pericardial tissue but the bleeding continued and then had to explant the valve to repair the disruption between the left atrium and left ventricle. The disruption was repaired with a bovine patch and a 23mm aortic pericardial valve was implanted upside down. "The bleeding persisted coming from the posterior wall of the left ventricle and evidently this was occurring in the areas where the patch was not fixed adequately to the posterior wall which was very calcified and where the sutures kept on tearing the posterior wall of the left ventricle." The patient had received multiple units of prc¿s. Due to the bleeding it was decided to keep the patient's chest open and insert a vac for drainage. The patient was taken to the intensive care unit.